Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the age of the AED and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.